Manufacturer narrative:
Braemar manufacturing, llc has not received the affected device back for evaluation at the time of this submission. No additional information is known to braemar manufacturing, llc at this time.

Event description:
On (B)(6) 2019, the initial reporter (distributor agent) notified braemar manufacturing, llc of a report of the device batteries popping. The patient's spouse notified that the batteries popped and shot across the room, resulting in smoke. Note: the actual date is unknown and was reported to the distributor on (B)(6) 2019. Braemar manufacturing, llc's become aware date is 18-apr-2019.